Manufacturer narrative:
The fse evaluated the instrument and confirmed a leak from the cap piercer wash station. Fse reported there was debris clogging the waste vacuum line but couldn't see the clog. Fse reported the debris was further down the waste vacuum line but couldn't identify the exact location. Fse flushed the waste vacuum line to clear the debris and the leak resolved. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the unicel dxc 600i synchron access clinical system had fluid leak on the pierced sample tube caps. Customer also found fluid inside cap piercer assembly and the blade wash station was overfilling. The leak was contained to the instrument. No erroneous results were generated. No exposure reported. The operator wore gloves and laboratory coat while operating the instrument.